Event description:
Procedure type: laparo colon. According to the reporter: upon inserting a endo clip iii 5mm into the port, seal broke and the broken piece fell into the cavity. It was immediately retrieved. The procedure was completed with another. No tissue damage. No bleeding. Extended or time: unknown. No patient injury was reported. Patient status: ok. No further patient info available.